Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the interior surface of the reservoir near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during manual filling with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.